Event description:
A malfunction alarm, identified as malfunction 16-0x20e6, was reported by a distributor in sweden. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl, and there was no other data available regarding the blood glucose level at the time of the event. The customer reset the pump for the malfunction within the last 24 hours, and a replacement pump was arranged as the previous pump was still under warranty. The customer was informed about the pump replacement, provided with storage mode instructions for transport, and instructed to return the malfunctioning pump to tandem within 10 days using a prepaid label and return box. No additional information was provided about backup therapy or the healthcare facility involved.